Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the asymptomatic patient presented for a routine one-day post system implant check. Upon review, the right atrial lead exhibited loss of capture. Lead dislodgement was suspected. On (B)(6) 2018, the right atrial lead was explanted and replaced. The patient was stable throughout.